Manufacturer narrative:
After removing a stabilizer steerable guidewire from its package, the distal tip was found kinked. Appropriately, the wire was not used. No details were provided regarding how the device was removed from its protective hoop or handled afterwards. Analysis of the returned device identified stretched coilwires that appeared consistent with handling. As received, the specimen does not present any indication of manufacturing defect or anomaly. The specimen (with the exception of the damage noted above) is visually and dimensionally correct. The bend damage to the distal tip region is clearly visible through the dispenser tubing when viewed at 18" with vision corrected to 20-20. The extent of this damage, had it been pre-existing, would be readily visible to inspection during handling, at any point from the packaging process to opening the package at the end use facility. Damage to the specimen is consistent with handling. Based on the evidence presented by the sample article and the complaint documentation, it appears that handling factors contributed to the event as reported. Without further information or evidence, assignment of the root cause of this event is subjective. A review of the manufacturing records indicated that the product was final inspection tested and determined to be acceptable. No corrective action will be requested at this time because the reported complaint does not appear to be manufacturing related. With such limited information, it is not possible to determine with any certainty what factors may have caused the damaged tip, but device handling may have contributed.

Event description:
The report received from the affiliate indicated that there was a kink on the tip of the 180cm stabilizer steerable guidewire. The kink was noticed after it was removed from the package; the packaging was intact before opened. Consequently, the product was not used in the patient. Upon evaluation of the returned product, the secondary failure, stretched tipcoil wire was identified.